Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/10/2015 with the following findings:a review of the black box indicated call service 052 and 054 alarms had occurred on 07/15/2015. The pump powered on normally and successfully completed ezprime steps and a 24 hour duration test with no errors, alarms, or warnings occurring. The complaint could not be duplicated on investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting call service 052 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.